Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition have improved and they are no longer experiencing symptoms. Customer did not have any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 332mg/dl. The customer's expected fasting blood glucose test result range is 55 to 65mg/dl. The customer reported symptoms of feeling weak and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 115 and 202mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 07/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).